Event description:
It has been reported to philips that the device's footswitch was stuck and could not trigger x-rays. The device was reportedly in clinical use at the time the issue occurred. There was no reported patient or user harm. A philips field service engineer (fse) replaced the footswitch, and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a neurovascular planned treatment was performed when the issue happened. The procedure was completed by restarting the system. A philips field service engineer (fse) inspected the system and confirmed that the pad was stuck. After reviewing log file, fse did not found any malfunction. The actual cause was found to be an issue with mechanical rebound of a contact. Fse replaced wired footswitch. After replacing the foot switch and adjustment of the pedal tube bodyguard, the system was returned to use in good working order.